Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A manual injection was delivered to address bg. A replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.